Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: 06/10/2020: updated event description: this complaint involves an unknown number of devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
06/10/2020: updated event description: it was reported that on an unknown date, the patient will undergo surgery due to nonunion of the tibial plateau. Initially, the patient had an original surgery on (B)(6) 2019 with a grade 3a open fracture at that time, and was brought back to surgery on (B)(6) 2019 for staged open reduction internal fixation (orif) and was implanted with an unknown proximal tibia plate. The patient had a revision procedure on (B)(6) 2020 and was revised with an unknown plate. The patient outcome was ok. This complaint involves an unknown number of devices.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient will undergo revision surgery on (B)(6) 2020, due to nonunion of the tibial plateau. Initially, the patient had surgery on (B)(6) 2019 with a grade 3a open fracture and was brought back to surgery on (B)(6) 2019 for staged open reduction internal fixation (orif). The patient was implanted with an unknown proximal tibia plate and screws. This is report 1 of 2 for (B)(4). This report is for an unknown plates.